Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that during education it was found that the only way to make the v-60 go into standby to high flow nasal canula was to disconnect the inspiratory side from the machine. It was reported that the filters were changed out but that did not solve the problem. It was found that this did not occur if there is no inspiratory filter. The customer reported that they were using heated wire circuits and concha humidifiers. No other anomalies were reported.

Manufacturer narrative:
G4:23apr2021 b4:(B)(6)2021 the device was evaluated by the customer and a philips remote service engineer (rse). Additional information was requested from the customer. No further response was received. Confirmation or duplication of the reported problem is unknown. Multiple attempts were to retrieve device repair, or diagnostic information has yielded no response from the customer. Furthermore, the customer did not accept the servicing quote. It is unknown if any parts or repairs have been conducted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02/09/2021.

Event description:
The customer reported a ventilator did not detect a patient disconnect. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.